Event description:
The customer reported that some erroneous thyroglobulin results were generated from an access 2 immunoassay system after a "medical complaint." Information provided by the customer indicates that erroneous thyroglobulin results may have been generated between (B)(4) 2011, however, no actual patient results were provided by the customer. It is unknown as to the number of involved patient results, the dates on which the alleged erroneous results occurred, or any details regarding the "medical complaint" associated with this issue. The erroneous thyroglobulin results were reported outside the laboratory and while there were no definitive reports of death or serious injury related to this event, it is unknown as to whether there was a change to patient management. No patient demographics or sample handling/collection information was provided by the customer.

Manufacturer narrative:
Beckman coulter inc. Assessment of customer supplied instrument performance data indicated that level one quality control (qc) results after (B)(4) 2011 recovered precisely. Prior to this date, some erratic level one qc results were generated. It is unknown what was done to troubleshoot these values, or if they were the incorrect qc level. Service was dispatched, however no specific service details were available. A definitive root cause has not been determined for this event to date.